Manufacturer narrative:
Siemens has completed an investigation of the reported event. The clinical procedure was interrupted due to spontaneous and unrecoverable hard drive failure of the dialog monitor computer (dmc) celsius m450. If the dialog monitor application is not available, the user can still monitor the vital sign parameters using the real-time signal as well as the rm application. The defective dmc was and the system has been stable since the replacement.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred during use of the axiom sensis, hemo low system. During a clinical study, a system hang up occurred and a dmc restart resulted in file errors. Multiple attempts were made to boot to last known good and safe mode, but were not successful. We are unaware of any impact to the state of health of any patient involved.